Manufacturer narrative:
(B)(4). Batch # t92t58. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and two malformed clips were returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot t92t58 number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch t92t58 number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the clip applicant has no clips. There were no patient consequences.